Manufacturer narrative:
The pump was received with normal operating currents, passed unexpected restart error test, self-test, and displacement test. The pump alarmed for compromised force sensor system alarm due to loose and or protruded drive support disk. The occlusion test was unable to be performed due to compromised force sensor system alarm. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, missing end cap sticker, and reservoir tube window cracked.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 113mg/dl. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would have to be replaced and returned for analysis.